Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported six cartridges that split. Additional information was provided indicating that there was no patient harm. The cartridge cracked at the time that they were trying to inject the intraocular lens (iol). The reporter does not have any patient specific or iol specific information.